Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The filter was placed in the patient's body for more than 2 months. During the process of removing the filter, violent operation by the surgeon was excluded. One anchor foot broke in the patient's body and could not be removed, so the broken filter could only be returned.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. The quality engineer and the complaint analyst reviewed the sample returned from the customer. The customer returned only the filter. Visual inspection of the device returned by the customer found one caudal broken. According to the customer, during the removal process, there was a caudal breakage, and a complaint was confirmed. Devices are sent to the manufacture (confluent) for further investigation and to provide possible root causes and corrective action.